Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing fse identified defect in detector which need calibration. The fse calibrated the detector and performed the level one iq test. After detector calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that when the syringe is carried out, an artifact appears that partially occupies the screen, but that makes the image out of focus and impossible to understand. There was no reported patient or user harm.